Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). It was reported that a microbore catheter extension set with neutral lad experienced a leak while connected to a non-baxter hep lock device. Evaluation summary: the device was received for evaluation. Visual inspection revealed that the luer activated device had disconnected from the female luer lock adapter. Clear passage testing, pressure testing, and simulated use testing were performed; the device operated per specification. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link experienced a leak while connected to a non-baxter hep lock device. This occurred during infusion. It was reported that the patient had a pool of blood on the gown. The hep lock was not twisted shut. There was patient involvement; however, no patient injury and/or medical intervention was reported in association with this event.